Event description:
It was reported that during a laparoscopic hysterectomy procedure, the surgeon stated the device activated on its own during the procedure and burned a hole in the patient's bowel. It is not known at this time what degree the burn was. The trocar insertion site had to be made larger and the bowel was pulled out to repair. The surgeon then used a second like device to continue with the procedure. The extended time was not reported. . The patient is stable. Additional information received: surgeon says he was not using it as a grasper, was not near bowel, and it "went off". Surgeon heard beeping, indicating that the enseal activated. Once the activation sound was heard, they moved camera to where enseal was (rep believes that there were exchanging instruments out when this occurred) as the enseal was not being used at that time. When they moved the camera they saw a defect (a burn) on the bowel. A colo-rectal surgeon was called in who oversewed the bowel. Patient is doing well.

Manufacturer narrative:
(B) (4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4) = after several requests, the device was not received for analysis.

Event description:
The customer reported being admitted in the hospital for several hours due to a low blood glucose. The customer stated that he was treating his high glucose and took too much insulin. The customer also reported that the battery cap had popped off, and it did not charge the transmitter. No further info was provided.